Event description:
It was reported that the patient developed an infection of the incision site of the recently implanted subcutaneous implantable cardioverter defibrillator (s-ICD). The patient received antibiotic therapy and an antibiotic pouch was implanted around the device. The s-ICD remains implanted, and the patient is expected to fully recover. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction: please refer to section d for the corrected device serial number and associated information.

Event description:
It was reported that the patient developed an infection of the incision site of the recently implanted subcutaneous implantable cardioverter defibrillator (s-ICD). The patient received antibiotic therapy and an antibiotic pouch was implanted around the device. The s-ICD remains implanted, and the patient is expected to fully recover. No additional adverse patient effects were reported.